Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 37 and 48 hours. The pod was reportedly leaking and the cannula was found to be dislodged from the insertion site (abdomen). Emergency services were called and the patient was transported to the hospital. The patient was treated with fluids and insulin utilizing intravenous therapy. The pod was discarded at the hospital.